Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. The labeling is found to be adequate. No additional actions can be taken at this time. Correction: d,e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the non-adherence of the arctic gel pads used on a patient within 36 hours of use. The pads were placed to treat fevers in the 39 degrees or 40-degree range. Per additional information received via task on 02may2025, included in original source email as the customer has submitted a report that in order to provide appropriate therapy for the patient, they replaced the pads. The product should be functional for 5 days (customers email). As a tm, they visited the foothills to have a look at the gel pads. When inspected they noticed the pads had a greasy film on these pads. And suspect that the patient they had used them on some sort of substance on them and then applied. The edges of the pad looked like this was used multiple times not for 5 days like indicated. There were also conflicting stories that was provided on what type of patient, they said this was a patient that was a nuero organ donor and that when download the data it would show that the goal temperature would be lower. If this was an organ donor, how they got to 39/40 temperature. They were just looking for a free set of gel pads as those pads definitely had lotion of some sort on the pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the non-adherence of the arctic gel pads used on a patient within 36 hours of use. The pads were placed to treat fevers in the 39 degrees or 40-degree range.